Manufacturer narrative:
Investigation revealed that the reported event occurred approx. 4-5 years ago on a somatom dual source CT scanner. That system has been degraded and is no longer in use. The customer explained that during the incident the operator pulled the patient upwards on the table and squeezed her thumb between the patients head and the CT head holder. Due to the injury, the operator was certified unfit for work for approximately six weeks. At that time, the event was reported as a work accident to the respective german authority (occupational insurance association) by the customer. Siemens was not made aware of the event at that time and no complaint was filed. As the system is no longer available, a technical investigation is not possible. This report is filed with an abundance of caution.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition CT system. On (B)(6) 2024, during a phone conversation with the customer, siemens was made aware of an incident that occurred in which an operator reportedly ripped their tendon when using the head holder during patient positioning.